Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the returned battery cap was observed to have stripped threads. The returned battery cap was unable to secure to the returned pump or a test pump. The height and width was measured on the returned battery cap; both were found to be within the required specifications. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power issue with a damaged battery compartment and the battery cap was gritty. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with nausea, vomiting abdominal pain and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged power issue.